Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was pt stated she is in so much pain that she cannot sleep at night- since a long time ago (asked unknown event date) -pt stated sometimes it hurts so bad it is like a constant sharp ache pain. Pt stated yesterday (B)(6) 2021 she felt like someone was poking her with little needles. Pt stated stimulation is going to where the tailbone used to be and it was at times painful to sit but pt stated sometimes it hurts when she tries to stand - pt clarified that the pain that she feels from standing is from the removal of her tailbone and she does not feel is related to the ins/ therapy pt asked for assistance with her controller to try other groups that she has available to see how stimulation feels pt is on group a and she can feel stim when she increases the stim but it will tingle and then go away. Pt stated she was on group b. Pt is changing to group b pt is not feeling any stimulation as she increases from 4.10 to 5.80 pt changed her stimulation back to group a pt felt a shock when she switched back to group a @ 3.75 - 3.80 pt stated it felt like she was in an electric chair and her butt is tingling pt stated she felt the shock sensation higher up then her tailbone it was halfway between her tailbone and the waist. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history. This included pt had an issue with her knee and was hospitalized and pt reported kidney problems that she was in the hospital for but she stated both incidents were unrelated to the ins / therapy.

Event description:
Patient reported that they were having a lot of pain on their right side and when they were not able to get relief, they called rep. They tried different settings - with one of them, the shock went from the center to both sides, so sharp patient yelled and jumped up. No steps were taken to resolve the issue. Patient stated it's something they will have to learn to live with.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.